Event description:
It was reported that during decontamination, the handpiece was leaking lubricant. There was no patient involvement and no adverse consequences were reported due to this event.

Manufacturer narrative:
The device was received by the manufacturer for quality investigation. According to the quality engineer, the customer's complaint that the handpiece was leaking lubricant could not be verified. There were no problems found with the handpiece.